Event description:
Revision surgery was performed due to dislocation. The patient had the mental disorder. The patient fell down and dislocated the insert. The surgeon considered it is not the product failure. The products cannot be returned. No more information is available. Patient fell down due to restlessness caused by delirium, and the patient suffered posterior cruciate ligament injury as a consequence and then insert was dislocated. No more medical information or report was not available because the doctor determined this revision was not caused by the device failure.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided to perform a thorough medical investigation. However, the patient's mental status (delirium) and traumatic fall was reportedly the initiating factor to the posterior cruciate ligament injury, subsequent insert dislocation, and the revision procedure. The patient impact beyond the reported revision procedure cannot be determined. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.